Manufacturer narrative:
Due to the age of the glidescope avl video baton 3-4, and the fact that there are no repairs available, the customer was advised to replace the unit. The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation. At this time, the cause could not be determined, but it is likely that the reported damage to the video baton connector cause or contributed to the event. The glidescope operations and maintenance manual (omm) states "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged". Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. The customer indicated that the connector of the video baton was damaged and would not stay connected to the video monitor, causing the image to cut out. The procedure was completed with another glidescope system, which was made available within two (2) minutes. No harm to the patient or user was reported.